Manufacturer narrative:
Result: pedal.

Event description:
It was reported in a service report that the litter will not raise when pumping the jack, but when the pedal is all the way depressed toward the floor it will raise slightly. No adverse consequences alleged.